Event description:
Device implanted in 2003. While sitting down in a chair, pt inadvertently flexed their knee greater than 90 degrees and felt subsequent dislocation of left hip. They were about 3 weeks post-op of a right hip revision. Pt was admitted for revision of their hip arthroplasty. Device was removed the following month.